Manufacturer narrative:
Device evaluation: the product associated to the complaint has not been received. Therefore, a product evaluation is not possible. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in the complaint system revealed that one similar complaint was received for this production order number; however, no product deficiency was identified for that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was improperly loaded and the haptic was twisted. The lens had contact with patient's eye. No other information provided.